Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Patient reported three weeks port operative that she has an infection that her surgeon is treating with antibiotics.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation device. Patient reported three weeks port operative that she has an infection that her surgeon is treating with antibiotics.